Event description:
Related manufacturer reference number: 3006705815-2023-01313, 1627487-2023-01241, 1627487-2023-01242. It was reported an infection was suspected at the lead site. As such, the physician removed a portion of the leads. The leads were cut (related manufacturer reference number: 3006705815-2023-01315 and 3006705815-2023-01314).. Cultures determined that there was not an infection at the site as suspected.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.